Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of overheating could not be duplicated during the functional testing process. The camera head passed functional testing and 6 hour burn-in inside test video tower. All functions perform as expected and no overheating occurred during testing and burn-in. The surface of camera head housing reached a temperature of 39 degrees celsius without overheating. The complaint of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found a related failure; this failure mode will be trended to assess for any necessary corrective actions. A corrective action has been initiated to mitigate future recurrence of similar events.

Event description:
It was reported that the camera was overheating. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.